Event description:
Early 40¿s female with history of menorrhagia and pelvic pain. Procedure: laparoscopic assisted vaginal hysterectomy. During the procedure, the white tip of the vcare started to swivel and was no longer stationary. A new one was used without further problems. No known problems - however, patient did return to hospital. Post op day 5 - CT guided percutaneous aspiration with a positive culture from previous surgical area. 4+ gram pos cocci and 2+ gram pos rods. Manufacturer response for cannula, manipulator/injector, uterine, vcare (per site reporter) will obtain.